Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5097539. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e; batch/ lot #: 20076799. Smartsite extension set failed when I attached to the angiocath during piv start. No blood return could be obtained. Switched out to a new one. It worked just fine, and able to return blood.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20076799. Smartsite extension set failed when I attached to the angiocath during piv start. No blood return could be obtained. Switched out to a new one and it worked just fine and able to return blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: 1 sample was returned for investigation. An investigation was performed. Samples were connected to a bd syringe and attempted to flush water through the set. Sample would allow fluid to be pulled through the smartsite. The customer complaint that the smartsite extension set could not obtain blood return was not verified. A device history record review for model 20039e lot number 20076799 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.